Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (7) loose 1/2 cc, 6 mm syringes. Customer states that there is excessive silicone. All returned syringes were examined and no liquid or any other foreign matter was observed in any of the samples. Also, when the plunger rod was fully depressed, no liquid or any other foreign matter came out of the needle. Unable to perform DHR check due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5 ml 31ga 6 mm 10bag 500 ap had excessive silicone. This occurred on 7 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: excessive silicon. Complaint case came from where bd insulin syringes were supplied for sq meds. The user complained about excessive silicon like liquids comes from the needle and wants to know its toxicity to human body.